Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) underwent surgical intervention on (B)(6) 2015 due to the lead migration (the patient has a competitor's scs ipg, and it is unknown at this time if the migrated lead belongs to sjm or to a competitor). During the procedure the physician explanted the migrated lead and experienced difficulty placing the new lead due to scar tissue. The physician decided to exchange the lead with a different model. X-rays revealed the lead was placed to the right of the midline. The physician proceeded with a laminectomy at the higher level to place the lead at the midline and sutured the lead to the dura as there was no lamina to hold the lead in place. Additionally, during the procedure the patient experienced dural rupture. The physician applied a graft to the dura. Reportedly, the patient had stimulation and the impedance values were normal postoperatively.